Event description:
A nurse reported that the metal piece of the infusion cannula came off during surgery. There were no issues with the trocar cannula. The surgeon did not find the piece of metal inside the eye. The customer believes the metal piece might have fallen onto the floor as the surgeon did not find it in the patient's eye.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint; functional testing could not be conducted. A sample was not returned for this complaint; a definitive root cause could not be identified for the reported event. (B)(4).